Manufacturer narrative:
Insulin pump received with intermittent down arrow button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that he woke up with a button error alarm. The customer was unable to clear the alarm because the buttons on the insulin pump were unresponsive. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.